Manufacturer narrative:
Customer did not request svc activity. Customer technical services reviewed the customer data files. Investigation indicated that the customer is not using an optimal barcode symbology and system setting. The customer has been informed of the results of the investigation.